Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to air in line board failure. The air in line printed circuit board on channel a was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a failure code of 814:04. The event was reported to have occurred during programming / setup in the general pt ward. During a review of the pump's event history by baxter personnel, it was determined that this failure code interrupted delivery. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.